Event description:
It was reported that, during the previous week, dr. Had also unsolicitedly expressed his dissatisfaction with the new drains and the impact they were having on his patients. These complaints were similar to those expressed by another doctor. The doctor stated that he had experienced another issue with the new 10f round jp drains, noting that the material was too soft and compressed underneath burr hole covers during removal. The customer reported that one drain had become stuck, requiring him to open the patient¿s incision at the bedside and remove the drain from within the incision itself. He indicated that an alternative option needed to be identified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.